Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2a6uf, implanted: (B)(6) 2020, product type: lead. Product ID: 978b128, lot# va2addd, implanted: (B)(6) 2020, product type: lead. Product ID: 978b128, serial/lot #: (B)(4) , ubd: 30-jun-2022, UDI#: (B)(4). Product ID: 978b128, serial/lot #:(B)(4) , ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that during placement of the lead, the hcp observed that the lead migrated forward after deploying the tines. Motor response was good for electrodes 1-3 with the introducer in place and after removing the introducer. After tunneling the lead, only electrodes 2 and 3 provided a good motor response. In addition, for this patient, the tines were located too far away from the electrodes. Two of the tines were located outside the body and were not able to be used as intended. They only lay in the tissue after tunneling the lead. It was noted that the healthcare provider tried pulling the lead which did not work properly. The hcp reported that he observed this issue for years. He suggests to add/replace one row of tines by tines facing into the other direction. In addition, he suggests placing the tines closer to the electrodes.